Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: event date unk. No pt involvement. It was reported to boston scientific corp on (B)(6) 2010 that an interject injection therapy needle catheter was tested outside the pt, not during a procedure. The test was performed during the week of (B)(6) 2009. According to the complainant, the physician was determining if the device could be used along with their side viewing duodenal scope if the need arose. The physician advanced the device down the side viewing duodenal endoscope; however, the needle punctured the side of the sheath. The needle was retracted back into the sheath without difficulty. The physician uses another competitors device with their side viewing duodenal endoscope.